Event description:
The pt's catheter moved out of the intrathecal space, which resulted in a catheter revision. The pt recovered without sequela. The medication being delivered via the device was hydromorphone.